Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and it is not working. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the customer dropped the pump in the bathroom and the display is blank. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board. No moisture damage was found on the motor noted. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No button error alarm during our testing noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump passed displacement test, including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked case.